Event description:
While gentle routine cleaning of the tubing with compresses for device bandage replacement, the tubing became detached. The tubing was put back on and the device was removed by the physician later that day. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.